Event description:
It was reported that the down button on the insulin pump is unresponsive. Customer's blood glucose level at the time 113mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.